Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; when image was relayed to the monitor, the image would flicker. In addition, the insertion tube failed the ring gauge test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii bronchovideoscope did not relay an image to the monitor. It was unknown when the issue was observed. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "medical device problem code" field was corrected based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, movement of image sensor unit cable was prevented during user handling due to dent of insertion section. As a result, the cable was damaged, leading to the event. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following instructions for use: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.